Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test. No pump error noted during testing.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown at the time of call. It was reported the transparent part of the reservoir insertion position came off. The device was replaced by the distributor. The insulin pump will be returned for analysis.